Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis- cervical stenosis procedure- cervical disc replacement levels implanted- c4-5 it was reported that, post-op, the device was dislodged. The product came in contact with the patient. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Through radiographics image, it was confirmed that revision surgery was performed on (B)(6) 2019.